Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that prior to the event, she rec'd an alarm on the insulin pump while priming. Troubleshooting was performed and found that the insulin pump had alarmed motor error. The customer could not perform any add'l troubleshooting at the time of the call, so she was advised to call back to complete troubleshooting. Nothing further was reported.